Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that tubing which broke during the installation into the pump. Broke at spike.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported that the tubing broke from the spike. One sample model 2420-0007, lot 24055721 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the drip chamber. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of occlusion between tubing and adapt trifurcated could be related to an incorrect solvent application (excess of solvent) and not perform flow test by the assembler. A notification memo was created on august 06th, 2024 to inform to involved personnel the failure mode and prevent recurrence on the condition. A quality alert was created on august 06th, 2024 to give feedback personnel involved about proper/correct assembly and perform the flow test according to sws (standard work instruction). A device history record review for model 2420-0007 lot number 24055721 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.